Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This report is associated with MFR report numbers: 3005168196-2019-00875; 3005168196-2019-00876; 3005168196-2019-00877; 3005168196-2019-00879.

Event description:
The patient was undergoing a coil embolization procedure in the mesenteric artery and the aorta using pod5s and ruby coils. During the procedure, the fellow accidentally dropped a pod5 on the floor while removing it from the packaging hoop. The pod5 was dropped prior to use and, therefore, it was not used in the procedure. The procedure was then continued using a new pod5. The physician successfully placed multiple ruby coils using a lantern delivery microcatheter (lantern). The fellow then accidentally kinked a ruby coil (f83494) while removing it from the packaging hoop. The physician still attempted to advance the ruby coil through the lantern, however, was unable to. Therefore, the ruby coil was removed, and a new ruby coil was successfully placed. Throughout the remainder of the procedure, three more ruby coils were inadvertently kinked upon removal from their packaging hoops and, therefore, not used in the procedure. The procedure was completed using other ruby coils. There was no report of an adverse effect to the patient.